Event description:
Clinic report pump segment separation with a 5th use reuse line leading to bloodleak with the patient having a 200cc bloodloss. No harm to patient. No medical intervention or adverse effects reported. Patient's hematocrit was 33. Line is available. MDR filed due to bloodloss only.